Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips healthcare call ctr that the device was not charging the battery. The customer was calling to get parts ID and ordering info for a new ac power module. There was no report of pt involvement.